Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at the wrist were not damaged. Additional observations also found during failure analysis investigation: an additional observation not reported was the tip of the instruments grips was bent. One grip was bent, causing a side to side misalignment of the grips. There was a 0.24 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. The instrument's distal end of the main tube had various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch cable and/or main tube scratches were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci adenomyosis triflap surgical procedure, the wire was broken on the fenestrated bipolar forceps. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.